Manufacturer narrative:
Internal complaint reference: (B)(4). This complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known risks with the device itself or with its use that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, during a thr, after one (1) tndm bp shl/xlpe lnr 42od 26id was implanted and reduction was performed, disassociation occurred. The full lock ring was seated in the outer cup, however, the head was disassembled from the tandem. Deform was found on the full lock ring and the metal retaining ring was not positioned as it should be and could not move. The procedure was resumed, after 15 minutes delay, using a similar s+n back-up. No further complications were reported.

Manufacturer narrative:
The tndm bp shl/xlpe lnr was returned and evaluated. A visual inspection of the returned device finds light scratches on the surface and edges of the insert; the outer surface appears undamaged. The metal retaining ring is in the groove but stationary. A review of the production orders did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the part numbers over the past 12 months and for the batch numbers based on historical data of the devices did not reveal similar events for the listed devices. A historical review concluded that there are no prior actions related to these products and event. According to the inspection drawing for the tndm bp shl/xlpe lnr, final inspection includes the verification of part configuration per print, also the device should be measured with a caliper to ensure the correct size. A review made by the quality engineering team revealed that the tandem groove was found to be acceptable, but the tine height on the retaining ring was found to be undersized. It is most likely that the force of the intra-operative disassociation led to the retaining ring becoming deformed as the tines are also not uniformly out of specification. The forceful disassociation is also indicated by the visible deformation on the plastic lock ring and the fact that the plastic lock ring was still in place following disassociation. Due to this, a manufacturing issue could not be confirmed for the failure to assemble. Plastic lock ring was also dimensionally evaluated. Evaluation is inconclusive as plastic material has experience stress and temperature change. Dimensions do not represent product at time of manufacture. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include insertion technique. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.